Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "system error 322" was confirmed and reproduced during evaluation. Evaluation was unable to determine the cause. Past repairs have shown the upper and lower auxiliaries to be the failing components. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.

Event description:
During baxter's evaluation it was found that a spectrum pump was alarming system error 322. There was no patient involvement.